Manufacturer narrative:
Section d: the serial number of the exchanged system controller was not provided. The UDI is reflective of all available information. Manufacturer's investigation conclusion: the reported event of damage to the power cable on the heartmate 3 system controller (serial number unknown) could not be confirmed. The controller was not returned for evaluation. No log files from the exchanged controller or photos were submitted for review. Provided information indicated that the controller was exchanged due to damage on the bend reliefs of the cords. Multiple attempts were made to obtain additional information from the customer regarding the event; however no additional information was provided. A root cause for the reported event could not be conclusively determined with the provided information. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The patient handbook section 10, entitled ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate 3 system controller could not be reviewed as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was exchanged due to damaged bend relief. The screen alarmed "connect power" and "emergency backup battery (ebb) fault" after the exchange while changing power sources but resolved when connected to power. The ebb was exchanged, and log files were submitted for review which captured the ebb failing the load test to result in the fault alarms. It also showed backup controller connected to power on (B)(6) 2025 at 1332 with ebb faults occurring shortly after and resolving after the exchange.